Manufacturer narrative:
E1: name: tandem. Country: united states of america. Street: 11045 roselle street. City: san diego. State: ca. Zip code: 92121. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient does not regularly rotate site location leading to kinked cannula and experienced hyperglycemia which was treated with correction injection via multiple daily injection and infusion set change on (B)(6) 2026.